Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98, warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 27.4 mmol/l (493 mg/dl) while wearing the pod between 24 and 36 hours on the arm. The customer noticed the cannula was bent. A new pod was applied and a bolus was administered to treat the hyperglycemia. (B)(6).

Manufacturer narrative:
The returned device was determined to be operating as expected during evaluation. No problems were found that could conclusively be attributed to a deficiency in insulin delivery. The cannula was inspected for any damage, bends or kinks, and none were found.